Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose around (B)(6) 2018 with blood glucose of 31 mg/dl at the time of the incident. The customer was at 256 mg/dl at the time of the call. The customer was wearing the insulin pump during the incident. The customer had surgery previously and the pain medications may have been causing them trouble. The customer alleged possible over delivery. The pump was exposed to a MRI machine. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the delivery accuracy test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor error alarms noted during testing. Unit functioned properly. Motor was tested outside the device and passed. Unit received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.